Manufacturer narrative:
One device was returned for investigation. Upon visual inspection, the customer complaint was confirmed. Root cause traced to supplier. History of complaints was reviewed and no other incidents like this were reported.

Event description:
It was reported that when "the customer picked up the gauze during the surgery, the tip of the forceps broke off". No patient injury reported.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, UDI section, expiration date. Manufacture date are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.